Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
The doctor reported via phone call that the customer hospitalized due to diabetic ketoacidosis. The doctor reported that they changed the site and infusion set but they believed that the insulin pump might have been malfunctioning. The customer's blood glucose was 374 mg/dl at the time of incident. The doctor stated that the customer given insulin drip to treat the blood glucose. The doctor stated that the customer was wearing the insulin pump during hospitalization. The doctor declined to troubleshoot. The insulin pump will be returned for analysis.